Event description:
Reporter indicated a vns pt underwent generator due to end of service. The generator was returned to the MFR and the reported condition of the end of svc (eos) was duplicated in the lab. The pulse generator would not interrogate; therefore, was opened. The measured battery voltage of 1.440v is below the 2.2v low battery operation level specified for the pulse generator per spec, which indicates that the pulse generator had reached the end of svc. The supply current pulsing 193.798ua (limits are 80ua - 140ua) and supply current 1ma 159.714ua (limits are 25ua - 80ua) did not meet spec. These measurements demonstrate an increased current consumption for the device, resulting in a premature end of life condition. With the capacitor substitution for c6, the module meets post-burn electrical test; the most probable root cause for the premature end of life condition was identified to be a leaky capacitor, c6.